Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box showed partially discharged batteries being installed resulting in replace battery alarms. No damage was found to the returned battery cap. The returned battery cap attached to the pump and powered it on. The current draws were within specifications. The pump cover was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.